Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 27, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator would not power on. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The high temperature alaram repair was requested. The manufacturer's service center concludes that they replaced all the parts. Sections d8, d9, h2, h3 and h6 has been updated in this report.